Manufacturer narrative:
The device was returned to apollo for analysis, and device evaluation is in process. Visual examination confirmed the connecter type associated with this event is a taper ii. Device labeling addresses the possible outcome of leakage as follows: adverse events: deflation of the band may occur due to leakage from the band, the port or the connector tubing.

Event description:
Reported as: patient complained of no restriction of their lap-band system during a visit. The physician performed an ultrasound of the abdomen with fluoroscopy, and a crack in the tubing was noted. The lap-band port was removed and replaced.